Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) an out of range impedance spike, and high rate non-sustained episodes. Oversensing did not appear to be electromagnetic interference (emi), isometrics were completed and did not reveal any oversensing during the exercises, and a chest x-ray was completed with no insertion issues observed. The lead remains in use. No patient complications have been reported as a result of this event.